Event description:
Doctor was performing a colonoscopy procedure. Before reaching cecum, scope dial broke. Doctor had to remove the scope, use a brand new scope, and continue the procedure. The scope was retracted without any complications and a new scope was used to complete the procedure. The scope was sent to olympus for repair. Manufacturer response for olympus egd scope, olympus 3.2 scope (per site reporter).